Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: testing did not duplicate the motor noise issue. The pump was opened for further investigation, the motor assembly inspected, tested the internal motor. No moisture corrosion was observed. Unable to duplicate the complaint during investigation. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display. This report is made based on the results of an investigation completed on (B)(4) 2013.